Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f-21f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the second prostyle suture was attempted to be placed, the suture broke in step 3, when the plunger was removed. The device was removed, and the knot was noted to be loose (undone). The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 8f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1430 was removed.